Event description:
It was reported that the thread with the optima attached was cut and removed after ureteral stent placement, but it did not came off.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed ¿ unknown cause. The reported failure was able to be reproduced. The product had caused the reported failure. Observed that the black suture cannot be removed and stucked in end part of stent. However, the exact cause of how and when the problem occurred could not be determined. A potential root cause for this failure mode could be due to user related or defects component from supplier. A review of the device history record did not show any problems or condition that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "[directions for use] 1.method of use determine the proper stent length for the patient. This is generally calculated from the baseline pyelogram. Accurate measurements will optimize drainage efficiency and patient comfort. 1 insertion of the guidewire 1) remove the guidewire from the packaging,together with the guidewire holder. 2) prior to removing the guidewire from the guidewire holder, inject sterile water through the port to activate the hydrophilic coating. 3) remove the guidewire from the guidewire holder. Before using the guidewire, confirm the surface slides well when removing it from the holder. If you feel any resistance, do not force it, and inject the normal saline solution into the holder again, then try pulling it out once more. 4) insert the guidewire either through the working channel of an endoscope or percutaneously, with the soft end of the guidewire first. 5) advance the guidewire into the desired position until the tip is in the renal pelvis. Continuously confirm guidewire position either visually or under fluoroscopy. 2. Precautions for use <guidewire> (1)do not forcibly insert or remove the guidewire. It may injure patient or/and damage the device. (2)do not manipulate, advance and/or withdraw the guidewire through a metal cannula or needle; to do so may result in damage the guidewire. Avoid contact with devices with sharp edges (such as metal dilator). (3)avoid using of the device when resistance is encountered (dueto the size of a catheter, stent and/or working-channel of endoscope) as this may cause wear the guidewire coating. (4)do not use organic medical solutions or oily contrast medium on this device. These solutions may damage the device or decrease the lubricity of the device. (5)the guidewire is treated with a hydrophilic coating. Do not insert a stent over the device with its surface insufficiently wet. Never use dry gauze. [Hydrophilic polymer coating can be damaged, increasing resistance when trying to insert catheter, stent or endoscope.] (6)if unusual resistance is met during manipulation of the guidewire, do not force to remove it. Carefully withdraw the guidewire as a unit. (7)do not use a retrieval device while the guidewire is in place; to do so may cause damage to the guidewire. (8)don¿t rub the guidewire with the edgeof the holder. This could flake the hydrophilic coating. (9)avoid kinking, bending or twisting repeatedly the guidewire at acute bent site. It may lead to damage the guidewire. (10)never try to shape the guidewire. This could damage and break the cable coreof the guidewire. (11)sufficient guidewire length must remain exposed to maintain a firm grip on the guidewire at all times." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the thread with the optima attached was cut and removed after ureteral stent placement, but it did not came off.